Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility for the reported event including patient information, treatment settings, sun exposure and patient photographs, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported event. Lumenis is unable to determine the severity of the patient's sequela absent relevant patient and treatment information not provided by the user facility; therefore lumenis is submitting this medwatch report. Should additional information be provided with which to make a determination of cause, lumenis will file a follow up MDR.

Event description:
It was reported that one (1) patient sustained burns on the face area following hair removal treatment with a lumenis lightsheer desire laser, xc handpiece.

Manufacturer narrative:
Lumenis investigated the reported by event contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided by the user facility. An examination of the subject device by a lumenis technical expert concluded after verifying that all system functions including calibration, the subject device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs and concluded by stating: "close inspection of the picture shows partial burns that indicate improper placement/pressure of the handpiece which would have resulted in improper cooling of the dark skin." Additionally, the healthcare professional stated the adverse effect will take more than six weeks to resolve. It was also noted by the professional that the device operator had been newly trained on the lightsheer desire laser system. The probable root cause of the reported event is determined to be operator error. A review of device labeling states: "warning - ensure that the chilled sapphire tip is in contact with the skin prior to laser emission. Repetitively pulsed mode should be utilized only by experienced users, since proper handpiece technique is essential to ensure tip contact with skin prior to emission."

Event description:
A user facility reported that one (1) patient of skin type vi, sustained second degree burns to the chin area following hair removal treatment with a lumenis lightsheer desire laser, xc handpiece. It was further reported the patient was prescribed hydrocortisone ointment. No test spot prior to treatment was reported by the user facility. This complaint was originally reported to lumenis on 07/16/2016 in which lumenis was unable to obtain any additional information at that time.